Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2016, product type catheter. Product ID 8709sc, lot# n237905009, implanted: (B)(6) 2010, product type catheter .

Event description:
Information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indications for use included non-malignant pain and cervical/neck pain. It was reported that on an unknown date, the patient had a catheter revision and then a lumbar surgery. After the catheter was removed, the anchor reportedly remained in the patient and became infected. It was unknown why the catheter came out of the anchor. Photos of the anchor were provided, which depicted a solitary anchor with what appeared to be a suture secured to the suture loop. Environmental, external, or patient factors that may have led to the issue were unknown, and it was unknown if any troubleshooting, diagnostics, actions, or interventions were taken to resolve the event. It was unknown if the situation was resolved, and it was unknown if surgical intervention occurred. The patient's status at the time of report was unknown.